Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, the archimedes screw broke off in the patient. This happened when the device was being used in the pop artery on the rotarex wire. The section had been predilated with a 4mm balloon. The rotarex made a weird noise, the doctor went to pull the device back while it was turned off and the device no longer was attached. They tried to snare but could not fit a 4fr snare in. Dr. Was able to use a thin tipped mosquito to remove the archimedes screw. No other access was needed, but they had to break the sheath in order to pull out the product. The current status of the patient is unknown.